Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the battery seemed to get closer to the skin surface over time and required surgical intervention as the ins was rubbing against things. It was reported that the caller did notknow when the surgery occurred and assumed it had been reported. It was asked but unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.